Event description:
Reportedly, on (B)(6), the patient was admitted to the hospital emergency room due to ventricular arrhythmia. In the device memories the episodes of arrhythmia demonstrated the presence of ventricular undersensing.